Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected flicker or button error alarm occurred during testing. The following physical damage was also noted: cracked casing at a display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump screen flickered and then the pump alarmed with a button error. The patient's blood glucose at the time of incident was 213 mg/dl. Troubleshooting was initiated for the button error alarm. The customer only noted the screen flickering before the pump alarmed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.